Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment and shaft break occurred. The target lesion was located in the calcified left anterior descending artery. A 1.50mmx15mm emerge¿ push balloon catheter was advanced for dilatation. However, during procedure, the balloon broke off into the calcium plaque. The balloon shaft was separated from the balloon and was removed from the patient's body. The balloon remained in the septal and a stent was deployed over the balloon. The procedure was completed with a different device. No patient complications were reported.